Manufacturer narrative:
The reported event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. It was indicated that an correct size delivery system was used. Field also indicated that there were no interactions with cardiac structures and no angulation/kink was observed with the delivery system. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 30mm amplatzer cribriform occluder was selected for implant using an 8f torqvue delivery system. During device preparation, the occluder deformed into an asymmetrical shape, further described as bulbous; this device was not introduced into the patient. A second 30mm amplatzer cribriform occluder was opened with the same bulbous deformation but returned to its original shape. The second occluder was attempted to be implanted, however angiography results "were not good". The occluder continued to deform and did not seal the defect. Therefore, the occluder was removed from the patient and never released from the delivery cable while inside the patient. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. An unknown sized non-abbott device was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.